Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead implanted 2014-(B)(6). (B)(4).

Event description:
The patient reported that after their implant procedure, they experienced pain and swelling in the left arm, and that they could feel their leads "move" and "buckle up" behind their device when reclining. It was further reported that an ultrasound test revealed a blood clot in the patient's subclavian vein. The patient was started on anticoagulant medicine. The device and leads remain in use.no further patient complications have been reported as a result of this event.